Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are unable to charge their implantable neurostimulator (ins). Recharging best practices were reviewed, and a recharge session was attempted at the time of the report. A poor coupling screen was reported. Antenna locate was attempted but did not resolve the issue. The patient stated that they met with their manufacturing representative on (B)(6) 2016, and noted that they were getting zero coupling boxes. The patient noted that there is a little bit swelling at the ins pocket site. The patient was advised to follow up with their healthcare provider. Indication for use is non-malignant pain.

Manufacturer narrative:
Concomitant products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger.

Event description:
Additional information received reported that x-rays were performed and the cause of the poor coupling had not been determined. The issue was reported to not be resolved. There was a report that the physician would see the patient in 2 weeks.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger.

Event description:
Additional information from the health care professional (hcp) reported that the cause of the poor coupling and swelling was undetermined. They were waiting for the antibiotic envelope to dissolve/reabsorb before retesting. There had been no troubleshooting at the time of the report. The hcp stated that they would check the x-ray at the patient's next visit. Additional information was received from a manufacturer representative that the patient only got 0-2 bars. The antenna locate results were 58-62. In the 62 position the patient only got 2 bars. The manufacturer representative stated that the battery might possible be at an angle. Spacers were tried but did not resolve the issue. The x-ray was going to be done to check if the implantable neurostimulator (ins) was flipped. It was reported that the ins was no more than 1 cm deep. The issues had been since implant. No medical symptoms were reported. The recharger was replaced to rule out recharger issues as the manufacturer representative did not have a different recharger to try.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative that the health care professional (hcp) met with the patient. No actions had been taken at the time of this report on 2016-09-07. The patient charged the implantable neurostimulator (ins) for 3-3.5 hours once per week. The patient had decided to continue charging at this rate. The patient was able to get a maximum of 2 coupling bars. Overall, the patient was very satisfied with the pain relief that they were receiving from the therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.